Event description:
Same case as MDR ID: 2134265-2014-01503. (B)(4). It was reported that transient slow flow occurred. In (B)(6) 2012, the patient presented due to unstable angina, myocardial infarction (mi) less than or equal to 24 hours prior to the index procedure and was subsequently diagnosed as acute st elevation mi. Patient was referred for cardiac catheterization and coronary angiography was performed. Subsequently, the index procedure was performed. Target lesion # 1 was a de novo bifurcated lesion located in the mid left anterior descending (lad) with 98% stenosis and was 30 mm long with a reference vessel diameter of 3 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm ion stent. Following stent deployment, there was a clot noted inside the stent and transient slow flow was noted. The physician treated the lesion with dilation using 3 x 15 quantum balloon catheter at 20 atmospheres. Following post dilatation, residual stenosis was 0% . However, it was noted that the transient slow flow became worse post dilatation. The event was successfully treated with verapamil 700 micrograms. Target lesion # 2 was a de novo lesion located in the proximal lad with 70% stenosis and was 22 mm long with a reference vessel diameter of 3 mm. Target lesion # 2 was treated with direct stent placement using a 3.00 x 24 mm ion stent with 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the distal lad with 75% stenosis and was 12 mm long with a reference vessel diameter of 2 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).